Event description:
A report has been received regarding the pt was in the process of resetting up cycler w/ new bags and cassette due to m31 warning. When she opened the cassette door there was fluid leaking because the inside was set. There is no sample.